Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the original surgery was done 23 years ago, and the poly has worn out over time and needed to be replaced.